Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized. The cause of the event was not reported. On unreported date(s), the patient was treated with unknown injected antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapies were ongoing. The patient was not recovered from the peritonitis. No additional information is available.